Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged sinus infections, difficulty breathing, headaches, mucus, and congestion while using the device. The patient also alleged visualization of black specs in the tubing and filters. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Concomitant humidifier information has also been provided. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Unknown contamination was observed on the blower outlet seal. A white dust-like contamination was observed on the blower housing at the intake location. Unknown brown staining was present on the interior of the blower box, possibly indicating liquid ingress. Kerartin-like contamination was present on the blower box outlet. Slight fibrous contamination was observed on the iso port as well as an unknown red colored contamination. Slight biocontamination was observed on the flip lid seal. Slight unknown contamination was observed in the humidifier outlet port. Fibrous contamination was observed in the water tank on the metal pan. Fibrous contamination and an unknown brown/red colored contamination was observed in the humidifier chamber. Slight discoloration of the drybox seal. Fibrous and other unknown contamination was evident on the drybox the manufacturer was unable to address the patient claims. The manufacturer confirmed there was no evidence of sound abatement foam degradation.